Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation control module (aecm) pretest. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third party remote service engineer, and the failure was confirmed. The service engineer recommends replacing the proportional and 3-way solenoid valve to resolve the issue. A repair quote estimate has been sent to the customer and is awaiting approval in order to proceed with the repair.